Event description:
Aleutian lateral cage migrated approx 6 weeks post-operatively. The cage was replaced with a larger implant. Clinical opinion is that the cage was somewhat undersized and malpositioned initially, resulting in the cage migrating. At the revision, a large fragment of nucleus pulposus was removed from the disc space. This may have been blocking a full and adequate seating of the cage at the initial operation thereby potentially accounting for the partial cage displacement post-operatively.

Manufacturer narrative:
Clinical opinion is that the cage was somewhat undersized and malpositioned initially, resulting in the cage migrating. At the revision, a large fragment of nucleus pulposus was removed from the disc space. This may have been blocking a full and adequate seating of the cage at the initial operation thereby potentially accounting for the partial cage displacement post-operatively. The mfg and inspection records for the device were reviewed and no mfg discrepancies or defects were found. The device was visually examined, and no defects or flaws were observed. The cage was replaced with a larger cage, firmly seated within the disc space. No posterior surgery was performed at the revision. The pt was discharged from the hospital within 24 hours and is doing well.